Event description:
Reportable based on analysis completed on (B)(6), 2010. It was reported that during a percutaneous coronary intervention treatment procedure, difficulties crossing the lesion occurred. The 74% stenosed lesion was located in the severely calcified mid to distal left anterior descending artery. The physician predilated the lesion with a 2.0mm x 15mm apex balloon. Next, the 3.5mm x 28mm promus element everolimus-eluting coronary stent system was advanced to the lesion, however, the device could not cross the lesion. The physician pre-dilated the lesion again. The procedure was successfully completed with another of the same promus element stent delivery system. No patient complications were reported and the patient's status is stable. The device investigation revealed stent damage and the stent moved on the balloon. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device revealed that the distal edge of the stent was located 14mm proximal to the distal markerband indicating the stent had moved on the balloon. The stent struts were misaligned and 3 rows of stent struts were raised. No issues were noted with the sds shaft, tip or balloon. The balloon was tightly wrapped and was not subjected to positive pressure. A mandrel was inserted through the catheter lumen and no restrictions were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).